Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to patient condition. This lead was surgically repositioned and lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was surgically repositioned and lead remains in service. No additional adverse patient effects were reported.